Manufacturer narrative:
The non-broken screw sustained some general wear. Additional mdrs associated with this event: 3025141-2019-00185: plate, 3025141-2019-00186: screw 1, 3025141-2019-00187: screw 2, 3025141-2019-00188: screw 3, 3025141-2019-00189: screw 4, 3025141-2019-00190: screw 5, 3025141-2019-00191: screw 6, 3025141-2019-00193: screw 8, 3025141-2019-00194: screw 9.

Event description:
An aculoc vdr plate was implanted on (B)(6) 2018. Before routine removal surgery was performed, four broken screws were observed via x-ray. The implants were removed on (B)(6) 2019.